Event description:
Customer stated that the meter was not working right. An eval of the meter was conducted over the phone. The eval indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.